Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the unknown guidewire (p/n: unknown, lot number: unknown) was investigated by tyber medical. A visual inspection was performed on the partial returned device and showed that the unknown guidewire was broken and stuck in the cannulation of the right retractor arm. The distal tip of the guidewire protruded from the cannulation and was heavily marked with damage consistent with attempted removal of the guidewire. The pin may also have been bent before or during insertion. This complaint is confirmed as the visual inspection of the partial unknown guidewire showed it being stuck in the cannula of the distractor. Also physical damage was reported on the returned guidewire. The distal tip of the guidewire protruded from the cannulation and was heavily marked with damage consistent with attempted removal of the guidewire. During the investigation, the guidewire was able to be disassembled from the distractor. No root cause could definitively be determined for the reported complaint condition but the defect was likely due to the device/component failure. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a DHR review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown wire/guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a pin guide broke off inside the distractor this is part of the osteotomy wedge system. The k-wire broke off leaving the pointed end in the hintermann with no hope of removing it. There were no fragments in the patient from the broken k-wire. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure. This report is for one (1) k-wire/guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.